Event description:
This elderly patient was undergoing an angiography, angioplasty and percutaneous stent placement of his right superficial and popliteal arteries. He was heparinized, then a 6 fr introducer sheath was placed over the aortic bifurcation into the right femoral artery. The physician had difficulties in advancing the sheath. It was pulled back and found to have unraveled. A new sheath was placed and the procedure continued without harm to the patient.====================== health professional's impression======================the sheath unraveled.====================== manufacturer response for super arrow-flex¿ percutaneous sheath introducer set with integral hemostasis valve/side port, super arrow-flex¿ percutaneous sheath introducer======================manufacturer representative called and requested device be returned for evaluation. Device is in the process of being returned.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
The customer stated an architect i1000sr analyzer using reaction vessels of lot 71092p100 generated error code 1007, unable to process test, activated read error. The error was resolved by replacing the reaction vessels with those of a different lot. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). No method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.